Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens remote services center (rsc) and reported out-of-range quality control (qc) result and the observation of an elevated atellica im vitamin b12 (vb12) result which was discordant relative to repeat testing. Siemens evaluated the instrument, calibration, and qc data provided by the customer. Siemens review showed that qc values were intermittently out of range on both primary and ancillary packs before patient testing, with multiple reagent packs in use on the analyzer. However, subsequent testing with alternate packs produced acceptable results and no further issues were reported. Return of the patient sample for further investigation is not warranted because reported discordant result was not reproducible. Based on the available data, the cause of discordant result was unable to be determined. No product problem was identified. The customer is operational, and the reported issue was resolved by routine troubleshooting.

Event description:
The customer reported observation of out-of-range quality control (qc) results and an elevated atellica im vitamin b12 (vb12) result which was discordant relative to repeat testing when using reagent lot# 299. An initial elevated vb12 result was obtained for the patient in question. The elevated result was reported to the physician(s), who did not question the result. Due to qc being out of range, the sample was repeated on an alternate atellica im analyzer and obtained a lower result, which was considered correct and issued on the corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.